Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise due to a fracture. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead was retained by the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned, we have determined that the fracture is a known inherent risk with use of this product. Device history record: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise due to a fracture. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead was retained by the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.